Event description:
Failed preventive maintenance. Plunger malfunction. It was reported that there was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Failed preventive maintenance. Plunger malfunction. It was reported that there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced tube drive, front cover, rear case, barrel clamp, wiper seal, carriage block assy, flange gripper retainer and rt iui. Performed calibration. A review of the device history record for sn: (B)(6) was performed from date of manufacture 5/11/2012 to the present date 10/22/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to a mechanical failure of the tube drive on the carriage assy.

Event description:
Failed preventive maintenance. Plunger malfunction. It was reported that there was no patient involvement.